Manufacturer narrative:
Analysis found that stim 1 does not function due to main pcb failure. One clip is missing and the top enclosure is chipping as well. The pcb has been replaced. The clip has been added. The top enclosure has been replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the module did not work before or after use/procedure/surgery. For troubleshooting, tried other module from different machine and it worked okay so definitely the problem was with the reported device. There was no patient involvement. On follow-up, it was confirmed that there was nothing wrong with the mainframe, only the patient interface.